Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection on the penis. A revision surgery was performed to explant the device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder presented a hole in the rear tip and its kink resistant tubing (krt) exhibited a leak due to a hole in the input tube junction, both findings consistent with sharp instrument damage. In addition, it was noted that the suture of cylinder 1 was exposed. Microscopic evaluation of the second cylinder revealed a leak in its krt due to a hole in the input tube junction, consistent with sharp instrument damage. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified; however, the component did not pass functional testing, as the krt was trimmed down to the appropriate length before the examination. The reservoir was microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU) and there was no report of a device performance allegation during treatment.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection on the penis. A revision surgery was performed to explant the device. No device issues nor additional patient complications were reported.